Event description:
Pt had hickman catheter placed 3/25/97 for venous access to receive continuous low-dose infusion of 5fu. Started on 3/27/97; rec'd infusion for 4 weeks then off for 1 week until 8/26/97 when pt was admitted to hlth ctr with side effects of chemo, diarrhea, and soreness of the mouth. On 8/28 pt developed shortness of breath, hypotension and respiratory failure. Code called but pt expired. Per md, hickman catheter apparently migrated into rt lower space, probably initiated by inflammatory changes from slow continuous infusion of 5fu.